Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issues. The stm performed full calibration and all functional and safety tests which all met factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) alarmed "rapid gas loss" and "circuit issue" during use on a patient. No adverse event was reported. The event date is also unknown.